Manufacturer narrative:
Correction in g.4: supplemental medical device report 02 is being filed to correct the g.4 date on the supplemental report, filed earlier. Incorrect date of 21-jan-2020 is being corrected to 17-jan-2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used returned probe was inspected and one of the two pneumatic drivelines was detached from the probe engine in returned condition. Microscopic examination of the returned sample showed the tubing end contained insufficient adhesive coverage. The root cause of the customer's complaint is related to an error during the manual application of adhesive and insertion of the tubing to the probe engine. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. All probes assemblies are 100% leak and flow tested during in-line inspection to ensure the product is built correctly and will perform per specifications during surgery. If an assembly fails the leak and flow test, the unit is rejected. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that actuation failure of a cutter occurred during surgery. Abnormal sound was generated when the cutter actuated. Aspiration function is unknown. The product was replaced and procedure completed with no patient harm.